Event description:
Device issue: difficult to position, marker lumen blockage, difficult to remove. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician in-training in the use of the perclose proglide device attempted arteriotomy closure of the femoral artery after an interventional procedure. Reportedly, it was difficult to advance the device into the vessel. Arterial luminal marking could not be achieved, and it was very difficult to remove the device. The device was removed over a guide wire and non-abbott device was used to achieve hemostasis. There were no reported adverse pt effects. Though requested, no additional info was provided.

Manufacturer narrative:
(B) (4). (B) (4). The customer reported the device was discarded. The lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report.